Manufacturer narrative:
Lot number - 801976 and 802407. Two single-use devices were received for evaluation. For the first sample, visual inspection revealed loose particulate matter on the outside of the tubing surface of the unopened sample. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. For the second sample, visual inspection was performed and noted a loose particle inside the packaging, not touching the product. The hair-like particle was examined using polarized light microscopy (plm) and verified the particulate matter to be a piece of human hair. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 2 malfunction events. It was reported that two (2) non-vented high-volume inlets had particulate matter in the package. One of the devices had dark spots in the packaging, and one device had a hair in the package. Both events occurred before use of the device. There was no patient involvement. No additional information is available.